Event description:
Determined to be reportable based on analysis approved on 17 dec. 2007. It was initially reported that during an percutaneous transluminal coronary rotablational ablation, the distal guide wire was relaxed. The 90% stenosed lesion being treated was located in the moderately tortuous and calcified left anterior descending artery. Four ablation runs were successfully performed at 180,00 rpms for 15 seconds each. Upon removal of the rotawire guide wire, the floppy tip was noted to be "loosen and relaxed". Follow up confirmed that there was no separation or detachment of the rotawire guide wire. The procedure was completed with another of the same devices, and pt condition was reported to be 'good'. Analysis revealed a guide wire fracture.

Manufacturer narrative:
Device analysis: although the customer reported that "there was no detachment/separation of the rotawire", the wire was received fractured in two sections. The visual inspection during analysis reveals that the spring tip is elongated approximately 12 cm in length. The core wire is fractured at the spring tip beginning approximately 2 cm from ball weld. The ball weld is intact. The wire reveals a secondary fracture site located at approximately 65.2 cm measuring from the spring tip solder joint. There is evidence of heat transfer in this location with what appears to be tool markings. The distal fracture site of the secondary fracture shows melting of the core wire. Kinks in the wire noted measuring from the solder joint at approx. 6cm-10cm. Further kinks noted at approximately 187cm and 189cm measuring from the proximal end of the wire. The fractured segments were submitted to the analytical lab for sem (scan electron microscope) analysis. The results are as follows: "one returned rotawire unit exhibiting a core wire that fractured at one site and exhibited material separation at another site was submitted to the lab for analysis. Both the distal and proximal regions were supplied. Evidence indicated that the fracture occurred in a longitudinal direction along said directed grain boundaries. This is indicative of a bending type fracture. Fracture occurred in a transverse or across the entire diameter of the wire. The dimple ruptures observed exhibited evidence of shear/tear with a slight torsional motion in a bending moment. No material anomalies were noted. Both the distal and proximal sites exhibited evidence of molten or liquefied material as evidenced by the ball shape and flow lines. The previously molten surface exhibited dendritic growth that normally occurs during rapid cooling at the surface. No material anomalies were noted. The spring tip distal and proximal fracture sites do not mate. The distal fracture broke primarily in a longitudinal direction along grain boundaries in the said direction that is typical of a bending overload motion. The proximal spring tip fracture broke in a transverse direction across the entire diameter of the wire due to a bending motion. The fracture surface exhibited elongated dimple ruptures both in a shear/tear direction with a slight rotation or torsional moment. The secondary site was caused by excessive heat being generated enough to liquefy the metal until separation of the wire had occurred." The condition of the wire noted during analysis could have only occurred." The condition of the wire noted during analysis could have only occurred during clinical use. There is nothing in the mfg process that could have caused or contributed the melted condition of the wire noted. The device history record review reveals no anomalies related to the complaint. A corrective action to address rotawire fractures has been initiated. Although the exact cause of failure cannot be determined the most probable cause of failure may be due to manner in which the wire was handled during the procedure.